Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 40mg/dl, with severe dizziness, and a severe headache, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient primed while attached after the loss of prime warning. The loss of prime warning occurred two or more times with at least three separate cartridges from two separate boxes. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the pump was returned with the a cartridge o-ring attached to the cartridge cap threads. A loss of prime was duplicated with the returned cartridge cap. With the o-ring on the cap, the cartridge was able to move freely within the cartridge compartment. Some investigation steps were completed with the o ring removed from the cartridge cap. The pump passed delivery accuracy testing with no loss of prime duplicated with the o ring remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.